Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons and damaged response buttons) was confirmed. Upon investigation both response button covers were missing and both response buttons were non-functional. The cause for failure for the rear response button was a missing switch, and the cause for failure for the front response button was a damaged switch. The root cause for the missing and damaged switch could not be positively identified. No adverse events occurred from the damaged monitor response button.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional and damaged.